Event description:
It was reported that noise was observed on a remote monitoring transmission on a recorded episode from 10 days earlier. Follow up indicated that the patient had developed a hematoma post implant procedure and the pocket was reopened causing the noise. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.